Manufacturer narrative:
Additional information has been requested, but no further information was able to be obtained. As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection. There were no additional adverse effects reported.